Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal (tsp) crossing was performed, a watchman fxd curve access system (was) was positioned, and a 27mm watchman flx closure device and delivery system (wds) was advanced. The wds was deployed and recaptured eight (8) times. Tsp was re-performed at a lower location. The was and wds were re-advanced to the laa. The wds was being positioned with the flex ball out when a was sheath kink was observed near where the device crossed the septum. The devices were removed and replaced to successfully complete the procedure.